Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, g1, h6. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the station went into offline due to network certificate update issue. A field service engineer updated the network certificate and unchecked the option for automatically connect on all other networks, connected to the proper network to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was disconnected and offline in remote support service. The customer added that there were four anesthesia cabinets that did not show two patients when selecting facility search and had delay in treatment for 3 scheduled cases. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the network certificate was updated which may have led to a disconnect and reconnect issue for forty stations across three sites. A field service technician unchecked automatically connect on all other networks and connected to a proper network to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es systems appeared offline in remote support services application and remain disconnected following the operating system update, preventing the users to login and delayed a scheduled procedure. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.